Event description:
Five months ago, patient had a debridement of wound secondary to mssa wound infection. This was thought to be a superficial infection. Patient was being evaluated by a physician in clinic. The patient's wound did not heal. There was no purulence, redness, or foul smell. A sterile wound culture done, after 49 days, showed no growth. Because the physician became concerned that wound was not healing, the wound was opened 15 days later for debridement. During this procedure, a sponge like material was found to be in the wound. This material was like the material used with the wound vac for dressing changes. There was no gross purulence or abscess seen. The foreign material was removed. The wound healed within a few weeks following the removal of the foreign particles.subsequent information obtained from the site:area would not heal. There was no drainage or redness.the dressing was not cut over the wound while cutting the dressing to fit wound.it is unknown if the dressing was fit loosely or packed and forced.====================== manufacturer response for dressing kit, engenex======================relayed information to sale's rep.